Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The unit returned has coil unraveled. The coil was returned severely stretched along its body. The delivery wire was not returned. The zap tip was detached and missing from the rest of the coil. The interlocking arm was inspected and no anomalies were noted. It was not possible to measure the od of the coil along any portion of the body, as the full coil was too excessively stretched. The number of distal and proximal fiber bundles were below the assigned specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jun-2017. It was reported that the coil got stuck in the catheter. The moderately tortuous target lesion was located in the internal iliac artery. A 8mm x 40cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil got stuck inside the catheter. Placement of the coil was performed again but it was unable to insert and the coil got stretched. The procedure was completed after retrieving the coil together with a 5f imager catheter. No patient complications were reported. However, device analysis revealed that the coil zap tip was detached and the number of fiber bundles were below the assigned specifications.